Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 26-jan-2018 with the following findings: blank display at power up with audible and vibe. Unable to test any button due blank display. Due moisture damage and blank display - see pi 1-13292511085, unable to investigate call service alarm issue, steps 13,21,22 are failed.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.